Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6). UDI#: (B)(4). H3: analysis of the 97745 controller (s/n (B)(6)) revealed that the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated his implantable neurost imulator (ins) just stopped charging - pt clarified he has had trouble with getting the recharger in right position to charge the ins. Now he can't get connected. Pt stated he has been dealing with this for quite awhile. Pt stated the belt fabric is worn out/ stretched so he would like that replaced to. No visible damage to the recharger telemetry module (rtm) cord and plug or to the controller port pins. The issue was not resolved. A replacement rtm and belt were sent out. No symptoms were reported. They later called back reporting they did not receive the replacement belt. Additional information was received. It was reported pt said that they just received a recharger replacement and their controller is still displaying "rm" messages and they think one of them was an "rm03" message. Pt said they see the other "rm" message more frequently than the "rm03"message. Pt said their implant will just stop charging when this happens and they will reset the controller. Pt said that they have had issues with charging their implant the last two to three weeks and these messages have been appearing while trying to charge the implant. Pt said that the implant seems to be discharging, not recharging when they go to charge their implant. Pt also said that they haven't been able to get their implant to charge past 80%. Patient services (pss) had pt reset the controller, pt saw no visible damage to the battery pack, controller contacts or controller port. Pt said the controller is charging up to 100% from the wall and lasts a full charging session. Pt started a charging session with their implant and said that their I mplant battery was at 40% (which previously had been at 30% when they were trying to charge their implant) and their controller was at 90%. Pt said this is what happens and then eventually the message will appear. A replacement controller was sent out. Pss also requested intellis recharging belt be sent as pt said they never received the belt that was requested in this case. Pt called back stating that the replacement controller hadn't worked since they received it. Pt stated that no device found would appear and that something about replacing the controller battery soon would also appear while trying to recharge the ins. Patient services (pss) had the pt attempt to recharge the ins during the call; pt stated that no device found appeared. Pss reviewed passive recharge mode with the pt and had the pt select recharge. Pt stated that connect the recharger appeared and would not advance to another screen. Pss had the pt disconnect and reconnect the recharger telemetry module (rtm) to the controller and attempt to recharge the ins again; pt stated that no device found appeared, so pss had the pt select recharge again, however connect the recharger appeared again and would not advance. Pss had the pt inspect the rtm connector pins; pt stated that they seemed to be in good shape and the way they should be. Pt stated that it was a little difficult to plug the rtm into the controller but wasn't anything too out of the ordinary. Pss had the pt connect the ac power supply to the controller to see if it was difficult as well; pt stated that it was easier to plug the ac power supply into the controller than the rtm. Pt confirmed that the controller port connector pins seemed good. Pt still had the old controller to send back to repair, so pt tried plugging the rtm into that controller; pt stated that it seemed to feel the same as plugging the rtm into the replacement controller. Pt noted that the old controller would be pretty sporadic and hard to get on, but that they would get the ins to recharge occasionally with the old controller. Pt stated that they could not get the ins to charge at all with the replacement controller. Pt stated that the message saying to replace the controller battery soon came up on the replacement controller and not the old controller; pss asked the pt if the message appeared while trying to recharge the ins with the rtm connected to the controller and pt stated probably. Pt then noted that the message had come up a couple times. Pt stated that the old controller would come up with some codes like m3 or something. Pt stated that they kept having to reset the controller and that sometimes the ins would recharge then for a few minutes. Pt stated that the replacement controller acted like a refurbished controller that wasn't working properly. A replacement controller was sent out. No symptoms were reported. Patient called stated they were able to charge the ins for short time when they received the controller and rtm. Patient stated he has two controller and getting the same message connect the recharger (rtm)screen with both controllers and the rtm is connected. Ps assisted patient with pairing controller. Ps asked patient to inspect the recharger and controller port for damage and patient said everything looks good. Ps consulted with the repair dept and ps explained to patient best practice on connecting the rtm and ac power cord in the controller port to avoid damage inside the ports. Ps re-opened the case to sent an email to the repair dept for rtm replacement. Ps reviewed if the issue continue to call ps back for assistance. Ps recommend returning the old controller to mdt.